Manufacturer narrative:
The insulin pump was received with a blank display due to case cracked behind the pump at the corner of the belt clip rails, cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. The pump was received without the original battery cap. Unable to verify battery cap damage due to missing battery cap. (B)(4).

Event description:
Information received by medtronic indicated that the retainer ring was cracked. The customer stated that the reservoir lock into place. Customer stated that the detached piece of battery cap. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.